Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported a loss of therapeutic effect. They stated they didn't know if there was something wrong with their machine, but it was working well and then after they left the house for 4 hours without their patient programmer they noticed the device hadn't been letting them know when their bladder was full. Patient programmer use was reviewed. The patient increased the amplitude to 3.5, but was not feeling stimulation sensation. It was noted the patient previously felt stimulation in their buttocks. It was recommended the patient monitor symptoms now that they had increased amplitude and if they were not resolved, the patient should follow-up with their healthcare provider. No further complications were reported or anticipated.